Manufacturer narrative:
The display was blank due to a problem isolated to the liquid crystal display board.

Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 293 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.